Event description:
A malfunction alarm was reported, identified as malfunction code malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump after a fault was identified, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further malfunction codes appeared.